Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed. Additionally, it was reported that the pump battery was depleting quickly. Customer¿s blood glucose level was 169 mg/dl.